Event description:
During a liposuction procedure, two becker double basket cannulas were reported damaged, resulting in a minor procedural delay. The procedure was completed using alternate cannulas, and no patient injury or adverse clinical outcome occurred. Both cannulas were returned for evaluation. Inspection revealed minimal signs of use; the curved cannula exhibited bending with surface scratching at the basket connections, while the straight cannula showed a localized impact mark at the tip, with both devices remaining structurally intact and free of cracks, breaks, or missing components. Device history records confirmed that all manufacturing and inspection steps were completed and accepted with no nonconformances. Based on the bend orientation and associated markings, the damage was consistent with mechanical stress from contact with a hard surface during or prior to the procedure. No manufacturing or material defects were identified. Complaint data for basket-style cannulas continue to be monitored for trends, and potential product improvements are under consideration through routine evaluation.